Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 428 -568 mg/dl; cause was unknown. Customer attempted to treat bg with a manual injection. Customer was currently at the ER at time of reporting and did not provide details of treatment. Customer was discharged later the same day with the issue resolved and no permanent damage.